Event description:
I have used fixodent and poligrip since 1990 to present day. Numbness, tingling, loss of feeling, loss of muscle, loss of movement. Dose or amount: #1 denture c, frequency: 6 to 8 daily, route: oral. #2 denture c, 2 to 3 times daily, oral. Dates of use: #1 1990 - 2009. #2 1995 - 1996. Event abated after use stopped: # 1 and #2 no.